Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump, and a replacement pump was sent.